Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. Peritoneal dialysis therapy was ongoing up until the time of death, but it was not reported if therapy was being performed at the time of death. The cause of death was reported to be cardiogenic shock. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.